Event description:
It was reported that the right ventricular (rv) lead had high and variable pacing impedances that were consistent with a fracture. The lead also had small r waves and showed short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed andthe distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.